Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during priming from insulin pump, unexplained no delivery alerts not due to site issues, they rewind and had to remove the reservoir or connection to infusion set and then it start working properly. Customer declined to report to 24 hours technical support department. The devices will not be returned for analysis.